Event description:
Healthcare professional (hcp) reported that patient was injected in the nasolabial folds with unspecified dermal filler. One week later, patient reported that there was a deformity, ¿feeling allergy, edema, airway obstruction, it is hard to breathe.¿ the also reported they have a ¿feeling of nasal obstruction.¿ treating hcp noted ¿patient brought hyaluronidase 1500u for application because patient wanted to remove the effect of hyaluronic acid.¿ during examination, injector noted that patient was anxious, there was no deformity, edema, vascular occlusion, or necrosis. Patient was treated with 1cc hyaluronidase. Eight months later, patient was treated with 1500u 1cc hyaluronidase as they still felt like there was the ¿sensation of obstruction and allergies in addition to edema and inflammation in sites where hyaluronic acid was applied.¿ three weeks later, patient was injected with 0.5cc juvéderm® volift¿ with lidocaine injected in lips due to discreet asymmetry and irregular borders. Patient was concomitantly injected with botox®. Four months later, patient was injected with unspecified dermal filler in lips. Two weeks later, patient was injected with 0.8cc juvéderm® volift¿ with lidocaine in cheek (ck1, 2) with no visible complications. Four months later, patient was treated with botox®. Seventeen days later, on the patient experienced "anxiety/anxiety crisis" and "gained weight". One day later, patient requested to have juvéderm® volift¿ with lidocaine removed from cheekbones. Patient experienced "blurred vision", "eye pain", "general discomfort in the body", "muscles began to contract specifically where botox® was applied and then the contractions started to be present in the whole body", "red eyes", "severe headache neuralgia type", "skin became dry specifically in the area of application", and "skin turned yellow". Patient also stated that they had headache, and "hyaluronic acid injection site pain between the nose and the ear." Patient stated it was associated with hyaluronic acid use. The patient went to the hospital and received unspecific medication. Hcp stated "all symptoms presented were associated with neuralgia, not associated with botox or hyaluronic acid injection." On an unknown date, the patient experienced being unable to move eyes correctly", "blood pressure oscilation", "burning in the area of [botox®] application", "deformities in the forehead", patient claimed they "did not tolerate any medication at all/the patient was intolerant to the proteins and could not eliminate them from system", "drug interaction with vitamins b complex and collagen", "edema sensation in the face", "faint", "feeling they could not breathe well", "flu like symptoms", "food intolerance", "intolerance to proteins and could not eliminate them from her system", "neuropathic neuralgia/ trigeminal neuralgia caused by the application of botox® and a spur in the nose", patient claimed "poisoning was quite serious", "surgery to remove spur in the nose", "tachycardia", "tiredness all over body", and "trembling voice". Two and a half months later, patient experienced "forehead muscles began to distort so much that it became hypertrophic". The patient was given amitriptyline to calm the symptoms but instead of improving they worsened causing muscle contractions throughout the body but specifically in the area where the botox® was applied. The patient's forehead muscles began to distort so much that it became hypertrophic in the muscles where botox® was applied and areas surrounding the application. The patient withdrew amitriptyline at an unspecified time. The patient began to tolerate food, after time had passed and was able to tolerate the sun as her vision was quite blurry. But the muscle hypertrophy did not resolve, patient stated that even felt like the muscles were fighting to stay in place. Two months later, patient removed breast implants and self-diagnosed asia syndrome as the symptoms appeared to fit. Three months later, the patient still had symptoms and was feeling very bad. For the sensation of muscular contraction after the application of the toxin zones, patient was seen by 3 different neurologists who state that patient was healthy. Patient insisted, "tomography and resonance with normal studies however patient referred they had contractures and wrinkles and that [they] did not have gesticulation and referred they were intoxicated with botox® and that was why they had these symptoms even though the neurologists and all the specialists who have seen patient referred that the cause was not botox®." Facial muscular electromography showed patient was within normal parameters without clinical evidence and electrocardiography of muscular damage or botulinum toxin effect. Hcp stated, "patient met all the criteria for body dysmorphic disorder was sent to psychiatrics." Patient threatened to sue injector because of the "bad application". Patient reached out about ¿a complaint about the effects that I have been experiencing in my body.¿ one month later, patient reported symptoms were still ongoing. This is the same event and the same patient reported under MDR ID# 9617229-2022-02245 (allergan complaint #pr (B)(4), MDR ID# 3005113652-2022-00066 (allergan complaint #pr (B)(4) and MDR ID# 3005113652-2022-00064 (allergan complaint #pr (B)(4). This MDR is being submitted for the third suspect product, unk ha dermal filler.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in the nasolabial folds with unspecified dermal filler. One week later, patient reported that there was a deformity, ¿feeling allergy, edema, airway obstruction, it is hard to breathe.¿ the also reported they have a ¿feeling of nasal obstruction.¿ treating hcp noted ¿patient [brought] hyaluronidase 1500u for application because patient [wanted] to remove the effect of hyaluronic acid.¿ during examination, injector noted that patient was anxious, there was no deformity, edema, vascular occlusion, or necrosis. Patient was treated with 1cc hyaluronidase. Eight months later, patient was treated with 1500u 1cc hyaluronidase as they still felt like there was the ¿sensation of obstruction and allergies in addition to edema and inflammation in sites where hyaluronic acid was applied.¿ three weeks later, patient was injected with 0.5cc juvéderm® volift¿ with lidocaine injected in lips due to discreet asymmetry and irregular borders. Patient was concomitantly injected with botox®. Four months later, patient was injected with unspecified dermal filler in lips. Two weeks later, patient was injected with 0.8cc juvéderm® volift¿ with lidocaine in cheek (ck1, 2) with no visible complications. Four months later, patient was treated with botox®. Seventeen days later, on the patient experienced "anxiety/anxiety crisis" and "gained weight". One day later, patient requested to have juvéderm® volift¿ with lidocaine removed from cheekbones. Patient experienced "blurred vision", "eye pain", "general discomfort in the body", "muscles began to contract specifically where botox® was applied and then the contractions started to be present in the whole body", "red eyes", "severe headache neuralgia type", "skin became dry specifically in the area of application", and "skin turned yellow". , patient also stated that they had headache, and "hyaluronic acid injection site pain between the nose and the ear." Patient stated it was associated with hyaluronic acid use. The patient went to the hospital and received unspecific medication. Hcp stated "all symptoms presented were associated with neuralgia, not associated with botox or hyaluronic acid injection." On an unknown date, the patient experienced being unable to move eyes correctly", "blood pressure oscilation", "burning in the area of [botox®] application", "deformities in the forehead", patient claimed they "did not tolerate any medication at all/the patient was intolerant to the proteins and could not eliminate them from system", "drug interaction with vitamins b complex and collagen", "edema sensation in the face", "faint", "feeling they could not breathe well", "flu like symptoms", "food intolerance", "intolerance to proteins and could not eliminate them from her system", "neuropathic neuralgia/ trigeminal neuralgia caused by the application of botox® and a spur in the nose", patient claimed "poisoning was quite serious", "surgery to remove spur in the nose", "tachycardia", "tiredness all over body", and "trembling voice". Two and a half months later, patient experienced "forehead muscles began to distort so much that it became hypertrophic". The patient was given amitriptyline to calm the symptoms but instead of improving they worsened causing muscle contractions throughout the body but specifically in the area where the botox® was applied. The patient's forehead muscles began to distort so much that it became hypertrophic in the muscles where botox® was applied and areas surrounding the application. The patient withdrew amitriptyline at an unspecified time. The patient began to tolerate food, after time had passed and was able to tolerate the sun as her vision was quite blurry. But the muscle hypertrophy did not resolve, patient stated that even felt like the muscles were fighting to stay in place. Two months later, patient removed breast implants and self-diagnosed asia syndrome as the symptoms appeared to fit. Three months later, the patient still had symptoms and was feeling very bad. For the sensation of muscular contraction after the application of the toxin zones, patient was seen by 3 different neurologists who state that patient was healthy. Patient insisted, "tomography and resonance with normal studies however [patient] referred they had contractures and wrinkles and that [they] did not have gesticulation and referred [they] were intoxicated with botox® and that was why [they] had these symptoms even though the neurologists and all the specialists who have seen [patient] referred that the cause was not botox®." Facial muscular electromiography showed patient was within normal parameters without clinical evidence and electrocardiography of muscular damage or botulinum toxin effect. Hcp stated, "patient met all the criteria for body dysmorphic disorder was sent to psychiatrics." Patient threatened to sue injector because of the "bad application". Patient reached out about ¿a complaint about the effects that I have been experiencing in my body.¿ one month later, patient reported symptoms were still ongoing. This is the same event and the same patient reported under MDR ID#: 9617229-2022-02245 (allergan complaint#: (B)(4), MDR ID#: 3005113652-2022-00066 (allergan complaint#: (B)(4), and MDR ID#: 3005113652-2022-00064 (allergan complaint#: (B)(4). This MDR is being submitted for the third suspect product, unk ha dermal filler.

Manufacturer narrative:
Correction: initial aware date [parent] was sent as 25/nov/2021. However, the correct aware date is 04/jan/2022.